Event description:
I had the essure procedure done on (B)(6), 2012 and the f/u hsg done on (B)(6) 2013 which confirmed correct placements and blockage of my tubes. Found out in (B)(6) 2014, one yr post essure, that I am pregnant with my 4th child. This product was not effective in providing permanent birth control.